Manufacturer narrative:
Further investigations showed that the unit passed functional testing, functions as designed, and the root cause cannot be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 374897-41 e-200 generator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that during a procedure, the system lost audio, and the e-200 generator began to trigger energy on the monopolar instrument without any surgeon input. The or staff immediately removed the instrument, but the e-200 generator continued to emit the energy tone noise even after the energy cable was disconnected. The or staff performed a hard power cycle and continued with the case. The customer expressed concern that this issue might be related to a software update performed the previous night. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a robotic chole. The task being performed was monopolar energy.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The unit passed system drive testing. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the e-200 found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Updating product information to e-200 generator. Section d updated.

Event description:
Refer to h11 for follow-up information.